Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date in (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. Treatment was not reported. The outcome was recovering. The causality assessment was not reported. The consumer declined to have the nurse contacted for additional information.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: h11i28066 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.